Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/31/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number rbmbrr, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: what was the initial procedure? When did the issue occurred? In the package, after open the package or during the procedure? What was used to complete the procedure? Did the patient suffer from any consequence due to the issue? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Related events captured via 2210968-2021-05831.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle loosened from the thread. There were no patient consequences reported. No further information was provided.